Event description:
Customer called to report that she lost her son's transmitter and had to call the paramedics. Customer stated the reason for the call to the emergency medical technicians (emt) was because her husband inserted her son's soft sensor and there was blood everywhere. Customer's blood glucose reading was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.